Manufacturer narrative:
(B)(4).

Event description:
This was a procedure to extract two cardiac leads due to a pocket infection. The right ventricular lead was successfully extracted. During extraction of the second lead, using a 16 fr glidelight, lld and visisheath. During active lasing at about halfway down the right atrium, the patients' blood pressure dropped. The clinical team was unable to bring bp back up. The CT surgeon was called to evaluate, but was not able to determine the cause of the bleeding. The patient expired. It was determined after the case that there was a tear in the innominate vein. This report will focus on the 16 fr. Glidelight as the suspect device.

Manufacturer narrative:
Updated to include device and patient codes.